Event description:
It was reported that a peritoneal dialysis (pd) patient was having medical issues not related to the cycler and wanted to cancel treatment during fill 3 of 4. Technical support assisted with cancelling treatment. Upon follow up, the patient contact confirmed the reported event. The patient contact stated during dwell 2, they noticed the patient's abdomen and legs were very swollen. The patient contact stated the feet and calf area began to leak edema. The patient is diabetic with elevated sugar levels and had been using 2.5% and 1.5% dextrose solutions. The patient contact disconnected the patient from the cycler per technical support guidance then contacted the peritoneal dialysis registered nurse (pdrn). The pdrn recommended the patient visit the clinic immediately for hemodialysis (hd) treatment through an existing fistula. The patient went the clinic the following day and has remained on hd treatment with the intention of fully transitioning back to hd treatment. Additional information was requested, however it was not available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, the on the pump door, on the safety clamp, on the pump body membrane, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) 9600ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the inside of the rear panel, on the inside of the top cover, behind mushroom heads a & b, on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of weeping edema requiring a hemodialysis (hd) treatment and a transition to in-center hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the utilization of the cycler. The patient¿s spouse stated the medical issues were unrelated to the cycler. The patient is diabetic and the choice of the delflex solution could have affected the edema the patient was experiencing. It is unknown if the patient was following proper diet and fluid intake and proper medication regimen. The management of volume in pd patients with diabetes is affected by all of these including blood sugar control and peritoneal membrane small-solute transport. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s weeping edema and requirement for a treatment modality change. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having medical issues not related to the cycler and wanted to cancel treatment during fill 3 of 4. Technical support assisted with cancelling treatment. Upon follow up, the patient contact confirmed the reported event. The patient contact stated during dwell 2, they noticed the patient's abdomen and legs were very swollen. The patient contact stated the feet and calf area began to leak edema. The patient is diabetic with elevated sugar levels and had been using 2.5% and 1.5% dextrose solutions. The patient contact disconnected the patient from the cycler per technical support guidance then contacted the peritoneal dialysis registered nurse (pdrn). The pdrn recommended the patient visit the clinic immediately for hemodialysis (hd) treatment through an existing fistula. The patient went the clinic the following day and has remained on hd treatment with the intention of fully transitioning back to hd treatment. Additional information was requested, however it was not available.